Event description:
It was initially reported that the impedance reading was >10000 ohms. The higher impedance with the lead was as follows: 0 = 7400 ohms, 3 = 13k ohms, and 4 = 14k ohms. The other electrodes were 600-800 ohms. Subsequent information received reported that the high impedances had not resolved, there were no diagnostics performed, no cause had been determined, and no interventions taken or planned. The patient was reported as doing great and they were "just using those electrodes." If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer. (B)(4).